Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the milling head broke off during a cervical spine procedure. It was also reported that there were no adverse consequences and that the procedure was completed successfully. It was also reported that the event contributed to a delay of unspecified duration. No further information at this time.

Manufacturer narrative:
B5: it was further reported that the surgical delay was not clinically significant (5 mins). H6: the quality investigation is complete.

Event description:
It was further reported that the surgical delay was not clinically significant (5 mins).